Manufacturer narrative:
A tandem clinical diabetes specialist (cds) followed up with the customer and on (B)(6) 2016 the customer declined to meet with the cds and stated that there was nothing that could be done regarding the high blood glucose levels. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced ongoing high blood glucose (bg) levels (400-500s mg/dl) with ketones. The customer stated that the high bg was due to the body producing insulin antibodies. Although requested, the customer declined to provide additional information.